Event description:
A pt underwent a colonoscopy which was found to be normal. On retroflexion, a small foreign object was noted in the rectum. The scope was removed and the air/water valve was noted to be missing from the tip of the scope. The scope was reinserted, retroflexion was repeated and the rectum was carefully reexamined but there was no evidence of the foreign object. The suction cannister used during the procedure was filtered but the foreign object was not found. The colonoscope was removed from service and sent for repair and replacement of the air/water nozzle. The pt returned for follow-up in 2003 and was not found to have any problems related to the colonoscopy. The next day, a gastroscope (flexible, video-17-663a) of the same model (model number gif140) was being examined prior to being used on a pt. The tip of the scope (the air/water nozzle) detached when a finger was run across it. This scope was sent for third party examination and repair and the third party provided facility with the following info: 1) olympus uses a "peg" design to hold the air/water nozzle in place on some of the 140 series (this is the series that institution uses), 2) at the bottom of the tiny air/water nozzle is a machined notch. A "peg" approaches the air/water nozzle perpendicularly and slides into the notch. In this manner the air/water nozzle is held into place, 3) on previous models a set screw was used, and 4) on the new 160 models olympus returned to using a set screw. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).